Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient believes the problems they are having are due to the device needing an adjustment; they can increase and decrease stimulation but can't change the "channel" and can't feel stimulation. They also decreased stimulation from 1.6v to 1.3v because they couldn't stay out of the bathroom. They haven't eaten anything and couldn't get out of bed before having an accident. They also said they are having a bad morning and can't leave the house and then added they couldn't leave the house two days ago either. They have not been able to stay out of the bathroom since 6am and they think the only reason this has stopped because there is nothing left in their stomach; they woke up the morning of initial report and couldn't make it to the bathroom. In addition, patient said they've been on a catheter for 2.5 months and their muscles atrophied. The patient doesn't know if the issue is the device, medication, or diet. During the call, they synched to their ins which showed they were on program 3. As a result of what was reported, the patient changed to program 4 and adjusted stimulation to 2.2v; they were able to feel it. Manufacture representative's (rep) role was reviewed with the patient and it was recommended to follow-up with the healthcare provider (hcp). The patient was experiencing fecal incontinence symptoms. They also said their symptoms were intermittent which they referred them to as "little bouts." Patient added they've been working with a nurse practitioner (np) with diet changes and medication called trulance. Caller added the hcp ordered an MRI because they thought they had an obstruction or something, but the MRI didn't occur as a result of the manufacturing company's ins. They then said they no longer had bladder issues. As a result of what was reported, general ins information was reviewed with the patient. In addition, online tutorials were sent to them so they could use the patient programmer (pp) to make changes on their own. At the end of the contact, patient agreed to call their hcp and request a rep to coordinate an appointment. Troubleshooting was needed for patient education. The contact reported patient was trained under anesthesia; patient said they were in "la la land" when shown how to use the device. No further patient complications have been reported as a result of this event.